Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged cosmetic damage located at the retainer found on (B)(4) 2021. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, and label damage. Cosmetic damage at retainer was not confirmed, however, other cosmetic damage was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retainer ring was cracked. The reservoir was able to lock in the place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.